Event description:
It was reported that the patient had difficulty charging and reprogramming their implant. The patient underwent scs revision procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be returned.